Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The mother of a customer reported via phone call of hospitalization for diabetic ketoacidosis and high blood glucose of 400mg/dl. Troubleshooting found that the drive support cap was normal. The customer had a hemostat to test the pump and the test failed twice. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.